Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button with force before the pump screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.